Event description:
Customer reports that this colleague infusion pump failed the accuracy testing underdelivery during repair service. Although attempts were made by baxter to obtain additional information details were not available. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information is available.